Event description:
It was reported that the ilet displayed alerts to connect the cgm while paired with a dexcom g7, indicating intermittent communication failure between the systems; troubleshooting and education were provided, including switching the cgm setting from 6 to 7 and running a magnet over the sensor, and this was characterized under device components related to antenna and electrical or magnetic elements. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between devices consistent with intermittent communication failure involving electrical or magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.